Event description:
It was reported that a transient ischemic attack occurred. On (B)(6) 2019, patient underwent a watchman left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. On (B)(6) 2019, the patient presented to the hospital with stroke-like symptoms including a brief changes in mental status. The closure device was interrogated via transesophageal echocardiogram. No change in seal of device or thrombus noted. Patient was observed and symptoms resolved on their own. The final diagnosis was tia. The patient was on aspirin and plavix at time of event. The patient is stable and has been discharged without residual deficits.